Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "paravalvular leak" was unable to be confirmed due to unavailability of relevant procedure imagery/medical record. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, "the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve. Degree of aortic valve calcification was severe. The valve was implanted 80:20 aortic/ventricular position as planned, and no problems were observed after the procedure. At the end of the procedure, degree of pvl was trivial to mild. Approximately 3 and a half months after the tavr procedure, increased pvl and hemolysis were observed at a follow-up examination. At the symptom was observed, degree of pvl was moderate or more." In this case, patient had severe calcification, which creates an uneven surface for proper anchoring of thv valve against the native annulus. This leads gap between thv and annulus resulting in initial paravalvular leak and increases over a period of time. As such available information suggests that patient factors (calcification) may have resulted in the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As per follow-up information received, pvl closure surgery was performed with a plug. The procedure was successfully completed and pvl disappeared.

Manufacturer narrative:
A supplemental report is being submitted due to addition information received. Fields b4, b5, g3, g6, h2, h6 impact code, and h11 have been updated.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
Per report received from japan, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve. The valve was implanted 80:20 aortic/ventricular position as planned, and no problems were observed after the procedure. At the end of the procedure, degree of pvl was trivial to mild. Approximately 3 and a half months after the tavr procedure, increased pvl and hemolysis were observed at a follow-up examination. At the time the symptoms were observed, the degree of pvl was moderate or more. No other symptoms such as anemia was observed, and no treatment was performed. Options of treatment including post dilation were under consideration.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided and updated engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: type of investigation, investigation conclusions and h11 has been updated. H6: clinical code was corrected. As reported, "the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve. Degree of aortic valve calcification was severe. The valve was implanted 80:20 aortic/ventricular position as planned, and no problems were observed after the procedure. At the end of the procedure, degree of pvl was trivial to mild. Approximately 3 and a half months after the tavr procedure, increased pvl and hemolysis were observed at a follow-up examination. At the symptom was observed, degree of pvl was moderate or more. The valve was deployed with 3 ml less than nominal volume, and a post dilation was performed with the same volume." In this case, patient had severe calcification, which creates an uneven surface for proper anchoring of thv valve against the native annulus. Also, additional information received stated that the valve was deployed with 3ml less nominal volume. If the valve is not deployed with nominal volume the valve potentially under-expanded thereby created a gap between valve and native annulus resulting in initial paravalvular leak and increase over period of time. As such available information suggests that patient factors (calcification) and/or procedural factors (under-expanded valve) may have resulted in the complaint event.

Event description:
As per follow-up, hemolytic anemia was reported. The valve was deployed with 3 ml less than nominal volume, and a post dilation was performed with the same volume.